Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated with a programmer and a telemetry out of range message was observed. Boston scientific technical services (ts) discussed troubleshooting options and applying a magnet to try and obtain a magnet response. A magnet was placed over the device and no magnet response was obtained. The patient was not pacemaker dependent and the family did not wish to replace the device at this time. No adverse patient effects were reported. This product remains implanted and in service.